Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that insulin pump required several presses of the buttons in order to deliver insulin and make changes to the basal rate. Customer stated that insulin pump takes a couple times for it to respond. It was stated that surface scratches on the insulin pump screen. The troubleshooting was performed. The customer stated that they could able to read the insulin pump screen. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.